Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (2/5/2014)-device evaluation: the lancing device involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the lancing device has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging she was unable to test her blood glucose because her onetouch lancing device had a cocking control issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at an unknown time. The patient reported using no medications to manage her diabetes. The patient reported making no changes to her usual diabetes management routine on the day of the alleged issue. The patient reported 2 weeks later she developed symptoms of feeling sweaty, which she associated with high blood glucose. The patient reported on (B)(6) 2013 she went for a doctor¿s office visit and was tested using a lab method, however was unable to recall the readings. The patient reported she did not have any additional treatment. At the time of troubleshooting, the cca noted that the alleged issue occurred prior to the lancing device being fired. The patient reported this was not the first time the lancing device had been used and there was no misuse of the device. The cca reviewed the patient¿s technique but the alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged issue she was unable to control her blood glucose effectively and developed symptoms suggestive of hypoglycemia.